Event description:
It was reported that the wake button was sticking. Additionally, a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use existing cartridge with pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.